Manufacturer narrative:
Concomitant medical products: dripless connector, therapy date: (B)(6) 2016. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a secondary infusion of vidaza, the ¿tubing was dripping at the connection between the dripless connector from the vidaza secondary tubing.¿ both the primary set containing normal saline and the secondary set containing the chemo were saved, and the area was cleaned with a spill kit. The patient¿s infusion was completed with new tubing. No patient or clinician harm was reported as a result of the event.

Manufacturer narrative:
The customer's package was received in the lab on (B)(6) 2016, however after the initial receipt of the package, the box was taken into the lab for check in and the set was set aside on a cart. Sometime after that, the set was misplaced and cannot be located despite a through search throughout the area including biohazard and waste containers. The customer's issue could not be confirmed.